Event description:
New information received notes that the patient presented in-clinic after receiving a shock. The stored egm showed the patient had vt which was detected by the device but the initial shock was terminated due to low impedance. The device automatically changed to an alternate shocking vector and successfully terminated the episode. The svc coil was programmed off. The patient went home in no apparent distress and with high voltage lead impedance within normal limits.

Event description:
It was reported that patient presented in clinic after receiving a vibratory alert for low, out of range high voltage lead impedance. In clinic testing was normal. The lead will be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.